Manufacturer narrative:
Concomitant medical products: product ID 3389s-40 lot# va2cqfm serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 3389s-40 lot# va2cqfm serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type extension product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va2cqfm, ubd: 23-sep-2023, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: va2cqfm, ubd: 23-sep-2023, UDI#: (B)(4); product ID: 3708640, serial/lot #: nkn238133v, ubd: 13-feb-2025, UDI#: (B)(4); product ID: 3708640, serial/lot #: nkn238128v, ubd: 13-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire deep brain stimulation system was explanted due to suspected infection with wound breakdown at left cranial incision. Patient experienced fevers and wound breakdown at left cranial incision. Physicians prescribed IV and oral antibiotics as well as topical antibiotics to combat potential infections. Nothing was helpful. Environmental/external/patient factors that may have led or contributed to the issue were not reported as the account does not share information.